Manufacturer narrative:
An additional lot number was reported (m018118). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge error messages while attempting to load multiple new cartridges. The customers blood glucose level was (211 mg/dl) it was indicated that the customer would use insulin pens as alternate insulin therapy.